Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the surgeon was using the circular, closed the lever, waited 30 seconds and it didn't make any sound when closing it, since the tissue was in the correct position and the necessary time was waited. They opened and it did cut the tissue forming the 2 donuts (rounds), but the staple was not formed correctly. They did a test and the patient leaked so it was a failure of the circular that did not do the stapling. They had to use another circular product and do the entire procedure again.

Manufacturer narrative:
(B)(4). Date sent: 04/21/2020. D4: batch # t5eh1u. Per photographic evaluation: 2 photos were received. The 1st photo shows a box with can¿t be seen the label. The 2nd photo shows two red containers close on the table with appears to be tissues inside. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.